Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record identified the following related repair: tech confirmed the unit's comb was damaged and they replaced it. The unit was tested, calibrated, and returned to the customer. The device history record was not reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This incident was recorded under (B)(4). Once investigation is complete a final report will be submitted. G2: foreign: australia. E1: telephone: (B)(6).

Event description:
It was reported that during surgery the device had a bent plate and was damaged when used. It is unknown if there was patient impact or surgical delay. Due diligence is complete as no further information is available.